Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump. There was no reported adverse impact to the customer's blood glucose level. Upon follow up, the customer indicated that the pump was currently charging properly and declined further contact with tandem technical support. No additional information was provided.